Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the patient¿s therapy had stopped due to an info power on reset (por). The patient synced with the ins and saw the ¿info low ins battery¿ screen. The patient was instructed on how to clear the por which resolved the issue. The patient was sent healthcare professional (hcp) listings. No further complications were reported. Follow-up was conducted.